Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a speaker failure. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'speaker failure' was reproduced. A review of the event history log (ehl) revealed occurrences of 'system error 616' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be flex cable has loose connection on the I/o pcb. The flex cable was re-seated on the I/o pcb to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.